Event description:
It is reported that a customer experienced high blood glucose of 547 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with removing the reservoir and rewinding the pump. The customer's insulin pump all test functions and works as designed. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.